Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-clamp tubing" alarm. Air in line was noted. Per reporter the residual volume was 203.1 ml, rate 5.4 ml and given 46.1 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.